Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 6.72 years since initial implant, this male patient with bmi 36.3 underwent a left side tka and was implanted with an exactech uhmwpe insert, serial # (B)(4). On (B)(6) 2021, the patient underwent revision due to aseptic loosening. No additional information is available or forthcoming.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone and patient-related conditions, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided.

Event description:
It was reported that this patient's left knee was revised approximately 6.72 years post initial operation. The patient presented to surgeon with a painful and unstable left knee replacement. The patient was noted to have aseptic loosening of the femoral component and marked osteolysis. The polyethylene liner was removed. There was noted to be wear of the liner. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with marked osteolysis. The patella was noted to be well fixed, but there was some wear on the patella.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.